Event description:
Lap chole - "second clip ejected from the clip applier partiality closed into pt. Third and fourth clips did not fire. The next clip fired normally but then the handle completely jammed. Surgeon has used the clip applier previously and was in serviced again before the case on proper technique to insert and remove clip applier by holding only the back part of the handle to ensure no pressure was applied. The surgeon used the clip applier through a 12mm port. A second clip applier was opened which performed as intended."

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.